Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old female with acute myocardial infarction complicated by cardiogenic shock (scai stage d) underwent impella cp placement via right femoral percutaneous arterial access. The device was reported to be functioning as intended, operating at p-9 with flows of approximately 3.5 l/min using d5w sodium bicarbonate purge solution. Approximately 2 hours and 37 minutes post-implant, while on active support in the ccu, the patient experienced cardiopulmonary arrest and expired. The device was not removed due to a reported failure mode, and device involvement in the event remains unknown. No specific device malfunctions, alarms, or performance issues were reported during support. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support